Event description:
It was reported that a ventilator became inoperative. Although requested, it is unknown if there was patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the inspiratory module printed circuit board (pcb), and downloaded the software's latest revision, which resolved the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.